Manufacturer narrative:
Device evaluation:during preventive maintenance by service technician this bio-console 560 instrument's user interface board went defective during test of a 560a motor with a short circuit inside. The error log file had errors 9 and 68. The back-up batteries were defective and the output voltage of the power supply was unstable. The issue was resolved by replacing the sub-assy ui 560 bioconsole,battery x 2 and power supply .the error log was also cleared. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument's user interface board went defective during test of a 560a motor with a short circuit inside. The error log file had errors 9 and 68. The back-up batteries were defective and the output voltage of the power supply was unstable. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
B.5. Medtronic received additional information that the battery had been installed in the instrument 2 years and had not met its expected lifespan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.